Event description:
Lag screw cut out of femoral neck after 32 days. Surgeon stated "fracture collapsed due to varus dislocation." Re-implanted nail and lag screw (seated lower) and added a 5.5mm m/dn screw.